Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the electrophysiology lab because their right ventricular lead exhibited high capture thresholds. The lead was attempted to be repositioned but the helix would not extend as the physician believed that tissue came back into the housing. The physician decided to extract and replace the lead. The patient was discharged post procedure.